Event description:
During the operation of left side ama the drill bit (2.5mm) was broken and retained (about 2cm long) inside the greater trochanter.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.